Manufacturer narrative:
Based on correspondence with the patient's surgeon, the xenmatrix mesh was implanted sometime in november. The patient developed and abdominal abscess at some point in (B)(6) 2011. On (B)(6) 2011, the patient was admitted to the operating room for wound exploration to find the infection source. During the procedure, an unidentified piece of polypropylene mesh was found implanted in the subcutaneous tissue. The xenmatrix mesh was removed, though the surgeon noted that "in his mind the product did not fail." He thought the infection started from the piece of synthetic mesh that was still in the abdominal wall. He did note that when the xenmatrix mesh was removed, it had not been incorporated. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Available information indicates no device will be returned and/or additional information will be provided. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
On (B)(6) 2010 - surgeon reports he performed a component separation procedure with xenmatrix implant (B)(6) 2010. The patient's abdominal wound was healed until (B)(6) 2011, when an abdominal abscess developed and drainage was noted to be coming from abdominal wound. On (B)(6) 2011 - the surgeon took the patient to the operating room for exploration of wound on. The surgeon reported finding an unknown piece of polypropylene mesh that was implanted in the subcutaneous tissues as the source of the patient's infection. The surgeon did not implant the polypropylene mesh, nor did he know the manufacturer. As a result of the infection in the area, the surgeon explanted the xenmatrix and wound vac therapy was initiated.